Event description:
The following has been reported: biomed reported: an issue was reported as pump problem service pump. Charged the pump overnight. Cleaned av (actuator valve) and guide pins. While testing the pump there was no problems. Searched though the history log and found pump problems on the following dates and times: (B)(6) on 17:31 and 17:32. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.